Event description:
It was reported that the procedure was to treat a mildly tortuous, moderately calcified and 99% stenosed left anterior descending artery. A 3.0 x 18 mm xience xpedition stent delivery system (sds) was advanced to the lesion, air aspiration was performed and the stent was deployed at 12 atmospheres. The sds was removed and intravascular ultrasound (ivus) was performed. The sds was re-advanced to the lesion for post-dilatation as a routine procedure when the balloon ruptured at 8 atmospheres. There was no resistance reported throughout the procedure. A non-abbott balloon was successfully used to complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4) - incorrect prep. Evaluation summary: the device was returned for analysis. The reported balloon rupture was able to be confirmed. The improper procedure/incorrect preparation of the device was unable to be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported for balloon rupture from this lot. It should be noted that the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) states: note: while introducing the delivery system into the vessel, do not induce negative pressure on the delivery system. Based on the reviewed information, no product deficiency was identified